Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a dialysis patient with pre-existing complete r ight bundle branch block and a membranous septum length of 1 mm, at 80% deployment of the valve, the depth was 4 mm on the non-coronary cusp and 4 mm on the left coronary cusp. No atrio-ventricular (av) block was noted at this point, and the valve was fully released. Subsequently, complete heart block was observed. The patient left the procedure with a temporary pacemaker still in place.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a dialysis patient with pre-existing complete r ight bundle branch block and a membranous septum length of 1 mm, at 80% deployment of the valve, the depth was 4 mm on the non-coronary cusp and 4 mm on the left coronary cusp. No atrio-ventricular (av) block was noted at this point, and the valve was fully released. Subsequently, complete heart block was observed. The patient left the procedure with a temporary pacemaker still in place. Additional information was received which confirmed that a permanent pacemaker was not implanted and the patient's av conduction recovered.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.